Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2005; 5076-45 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that patient was brought to the emergency room due to delusions. The patient was found to be severely bradycardic and in third degree heart block. The patient had been non-compliant with follow-up. The device had reached end of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.